Event description:
Prior to procedure the surgical technician attempted to load cartridge in reprocessed device. The cartridge would not load into device. The device was immediately removed from field and replaced with new device, which was also reprocessed and worked appropriately. There was no injury to the patient as the device never reached the surgical field. This was caught before use.